Manufacturer narrative:
Sc-1140 (sn: (B)(4)) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patients ipg has not worked. The patient underwent an ipg replacement procedure. Device malfunction was unknown. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg has not worked. The patient underwent an ipg replacement procedure. Device malfunction was unknown. The patient was doing well postoperatively.